Event description:
It was reported that during a surgical procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that during a surgical procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician confirmed the event of heating up and noted that the driveshaft bearings were corroded. Corroded driveshaft bearings can cause heat. According to a review of the risk documents, the device can heat up if the driveshaft bearings are corroded. Therefore, it is likely the reported event was caused by the corroded driveshaft bearings. Based on the device history report, the corrosion is likely a result of the age of the device.